Manufacturer narrative:
Conclusion: device investigations shows a fully functional device. The patient has been re-implanted due to balance, nausea, dizziness and decrease in performance. The origin of these symptoms is unknown, however a device unrelated medical reason is assumed to have caused the reported symptoms. This is a final report.

Event description:
Patient reports dizziness, imbalance, nausea and vomiting with a change in sound quality. Hearing was stable in (B)(6) 2015. The patient stopped wearing the processor for 5 days. Now he reports that he cannot hear low frequencies and the highs are uncomfortable. A CT scan has been performed, the results were reportedly normal. The patient had been having problems with high frequencies for the last three to four weeks. The patient left the appointment wearing his implant but not really getting any benefit from it. The patient has now been explanted. Fibrosis was found during explantation.

Event description:
Patient reports dizziness, imbalance, nausea and vomiting with a change in sound quality and stopped wearing processor for five days. Patient reports that he can not hear low frequencies and the highs are uncomfortable. Clinic will see the patient on (B)(6) 2015 for further investigation and data collection.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.